Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery life decrease from five years remaining to three in one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery life decrease from five years remaining to three in one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additionally information was received which indicated that the patient passed away by an interstitial pneumonia. The pulse was still delivered by the device after death. The death was not device-related. No product will not be returned for analysis.